Manufacturer narrative:
The initial MDR was filed on 11-apr-2018. A follow up (correction) MDR 2517506-2018-00254_s1 was filed on 13-apr-2018. Additional information (17-apr-2018): a siemens headquarter support center (hsc) specialist reviewed the information in the complaint and the instrument files. The hsc specialist stated that there was no indication of a reagent delivery issue. There were no process error logs for review around the time of the event. There were no sample flags in the data. The level-1 quality control (qc) material recoveries were high and out of range on (B)(6) 2018. The recoveries of levels 2 and 3 qc materials were within range, but on the upper end. The elevated qc is not in alignment with the falsely low vancomycin results, but could be indicative of a reagent or mechanical issues. The recoveries of the qc materials were in range on (B)(6) 2018. Pre-analytical issues during sample processing may also contribute to the falsely depressed vancomycin results. Pre-analytical factors include: pre-centrifugation: tube manufacturer's IFU instructions must be followed including mixing of the sample after phlebotomy to ensure complete dispersion of the anti-coagulant or clot activator throughout the sample in order to avoid latent fibrin formation in the serum or plasma portion of the sample. Centrifugation: factors other than the generation of platelet poor plasma are important indicators of good sample quality. Modification of the centrifuge speed and time outside of the tube manufacturer's IFU instructions for g force and centrifugation time and/or the use of statspin impacts the sample and gel separation causing the formation of gel droplets containing cellular material in the plasma portion, oil droplets on the top of the samples, and cellular components remaining in the plasma portion of the sample with non-gel tubes. The quick braking of high speed centrifugation and/or the use of statspin may cause platelets, red cells, and other cellular debris to re-suspend into the plasma portion of the sample. The g force is a function of the centrifuge speed (rotations per minute) and radius of the centrifuge rotor. Post-centrifugation: platelets are not consumed in a plasma sample as they are during the clotting process of serum samples. Platelets and buffy coat material do not pass through the gel barrier during the centrifugation of a plasma sample and remain above the gel barrier. Quick braking of high speed centrifugation and/or the use of statspin may cause platelets, red cells, and other cellular debris to re-suspend into the plasma portion of the sample. Ensure that samples remain upright to avoid re-suspension of platelets, buffy coat material, fibrin, and other particulates into the serum or plasma portion of the sample. Avoid pouring of samples from a primary tube into an ssc. Recommend using a transfer pipette to transfer sample from short draw tubes into ssc cups. The hsc specialist determined that, potentially, there was fibrin or cellular debris pulled into the aliquot wells and/or probe, which may have caused an issue during the processing of the samples. Additional information (19-apr-2018): a customer service engineer found gel on the probes and drains which was in alignment with the preanalytical issues described by the hsc specialist. Results could be impacted in this scenario. The cause of the discordant, falsely depressed vancomycin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2517506-2018-00253_s1 and MDR 2517506-2018-00255_s2 were filed for the same issue.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the reagent probe r1 and checked the bottom of the cuvettes for every probe - reagent probe-r1, reagent probe- r2, sample probe-s1, imt (integrated multisensor technology) probe and cleaned the wash probe. There were no reports of discordant results after the cse visit. The instrument files have been provided for investigation. The cause of the discordant, falsely depressed vancomycin results is unknown. Siemens is investigating the issue. MDR 2517506-2018-00253 and MDR 2517506-2018-00255 were filed for the same issue.

Event description:
Discordant, falsely depressed vancomycin results were obtained on two separate sample draws from a patient on a dimension vista 500 instrument. The initial results were not reported to the physician(s). The same samples were repeated on the same instrument resulting higher. One of the higher results for each sample was reported to the physician(s). There are no known reports of patient intervention due to the discordant, falsely low vancomycin results. There are no known reports of a delay in administering treatment or medical intervention to the patient due to the discordant, falsely low vancomycin results.

Manufacturer narrative:
The initial MDR 2517506-2018-00254 was filed on 11-apr-2018. Correction (13-apr-2018): the repeat result dates for sid: (B)(6) in section b6 was incorrectly stated as (B)(6) 2018 in the initial MDR 2517506-2018-00254. The correct date is (B)(6) 2018. Section b6 has been updated with this information. MDR 2517506-2018-00255_s1 was filed with the same correction.